Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. The customer stated that the reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. On (B)(6) 2021 customer alleged insulin pump has cosmetic damage (damaged retainer ring). The insulin pump received with detached retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, minorly scratched lcd window, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (damaged retainer ring) was confirmed during visual inspection where detached retainer ring was noted.